Manufacturer narrative:
Device evaluation details: an investigation was initiated by the manufacturer to investigate the issue. It was found that reported map shift was caused due to a significant different metal values during mapping below warning level. The issue is related to a defect. The defect is being handled per defect management process. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 system # (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and map shift issue occurred. There was a map shift on ablation but there was no magnetic distortion on the carto 3 system. The caller stated the metal values were normal. The caller stated that the caller is using a temperature probe. The caller stated that the issue only occurred with the left superior vein. The caller famed and the issue persisted. There were no patient consequence. Initially the map shift issue was not considered to be MDR reportable since this is normal or expected response from the system due to a patient movement with change of posture, possible patient movement or following a cardioversion even if no error message present. There is no alleged deterioration in the characteristics or performance of the device. (B)(6)2024, additional information was received indicating there was no system errors. We made a sound fast anatomical map (fam) and when we went transeptal to map the left atrium (la), the left veins were not in the same place as the sound fam. Both left veins were higher up than what was made with the sound fam, however the right veins were in the correct place. The issue was seen during mapping. After we famed with the octatray catheter the location of the left veins were correct. The physician did not perform a cardioversion and the patient did not move. Based on the additional information that confirmed the physician did not perform a cardioversion and the patient did not move, the event was reassessed as an MDR reportable malfunction.